Event description:
It was reported that during an unknown procedure, the device remained closed on the tissue. During the procedure, the stapler was closed properly, but did not staple and the jaws have not reopened. The surgeon was able to open the jaws by pressing the button down the knife. The reload was then detached from the stapler and fell into the patient. The surgeon recovered the reload into the patient and used a new stapler and a new charger to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The reload was loaded on the device without any difficulties and did not fell out. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.